Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted during testing. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the numbers were ramping up when attempting to treat the high blood glucose with the insulin pump. The customer reported that she received a button error alarm at the time of call. The customer's blood glucose was 453 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.